Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative has been dispatched for evaluation and repair of the suspect device. At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit has a leak they can hear when plugged into the wall. The customer reported no patient involvement associated with the event.

Manufacturer narrative:
The field service representative reported the unit is a vela ventilator tier-2, an end of life product. Due to the unit being an end of life product, no further evaluation can be completed at this time.